Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that she changed the set and battery, but the issue was not resolved. Troubleshooting was performed. Customer reported that the insulin did not exit and there is greater than normal resistance with plunger push. Customer was using humalog insulin. Customer will return the reservoir and set and be sent replacements. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.